Event description:
It was reported that a patient had developed an infection after having a device implanted.

Manufacturer narrative:
Manufacturing records and sterilization records were reviewed for this lot. Those documents did not reveal what may have caused or contributed to this event. Additional information about the event and any medical follow-up has been requested and remains ongoing to date. If additional information is supplied, a supplement will be filed accordingly.